Manufacturer narrative:
5/1/1998-supplemental report #2 submitted to FDA.

Event description:
The device was used during a colon resection procedure. Reportedly, the anvil disengaged from the instrument. The surgeon resected tissue at the application site and applied another instrument to complete the procedure. The hospital has reported that the pt's condition is satisfactory.